Event description:
This lead was explanted due to lead fracture, which resulted in noise detection and inappropriate shocks. The lead and associated device have been explanted and replaced. Should additional information become available, this event will be updated.